Event description:
It was reported that the device had alarming system error code 1720. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have powered up with error code 1720 alarming continuously. Upon opening up the pump, the backup capacitor's green wire was broken off. The manufacturer representative was unable to retrieve event history logs due to error code 1720 alarming. The cause of the customer reported problem was a broken wire on the backup capacitor. The pump was used, decontaminated, and it was found there was a damaged upstream occlusion (uso) seal and damaged downstream occlusion (dso) seal/sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the backup capacitor, dso seal/sensor, and uso seal, and the pump passed all functional tests and performed as intended after repair.